Manufacturer narrative:
The following devices were also listed in this report: cat#;device name; lot# 6570-0-136; delta v-40 ceramic head 36/0;17683552. 6721-0435; size 4 accolade ii 127 deg;17227055a. 542-11-56f; trident psl ha cluster 56mm;17472551. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: patient had a right primary (B)(6) 2024. Patient developed pji and had a revision on (B)(6) 2024. All components were exchanged.